Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
This serious, spontaneous incident, manufacturer control number (B)(4) is an initial report from austria (pqc605) received on 27-may-2025 from a pharmacist via (B)(6). This case report concerns a female patient, who applied thermacare neck shoulder and wrist (lot number: ga0797, expiration date: feb-2026) for unknown indication. Concomitant medication(s): unknown. Medical history included: unknown. On (B)(6) 2025, after thermacare neck shoulder and wrist initiation, the patient complained about burn blister. This case concerns an adult female consumer (approximately 30 years old) who used thermacare neck shoulder and wrist directly on the dry, un-moisturized skin. Following the application of thermacare, the consumer experienced a burn blister under the heat patch. Outcome: burn blister: unknown. The action taken in response to the events for thermacare neck shoulder and wrist was unknown. Angelini medical assessment: the pi of thermacare neck shoulder and wrist mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder and wrist and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2025, angelini s.p.a. Provided bridges consumer healthcare the following information. Angelini s.p.a. Received the information on 09-jun-2025. The verbatim information is as follows: ir received on (B)(6) 2025 from qa department. Complaint number (B)(4) a 36-month trend analysis has been conducted. The trend analysis returned a total of nine complaints for neck shoulder wrist 12 hour products during the period (B)(6) 2022 to (B)(6) 2025 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.73 ppm; which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 12hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis -rpt-000097160. There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. Impact analysis: there are pre-identified risk factors that identify burns listed in the hazard analysis rpt-000097160. During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no defect identified, there are no changes required to the risk documentation as a result of this investigation. Based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the medical device. The pi of thermacare neck shoulder and wrist mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder and wrist and the reported adverse event was considered as possible. Parent batch ga0797 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. A visual inspection of the product would not be beneficial as a consumer experiencing a burn can't be detected by reviewing the wrap. Thermal testing is performed on each batch before it is released into the markets. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the second complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 12hr products. There is no further action required. The batch device history record for this batch concludes that all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per neck shoulder wrist 12 hour. The most probable root cause cannot be identified.